Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50 x 8mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion however; the shaft broke in half.

Event description:
It was reported that shaft break occurred. A 2.50 x 8mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion however; the shaft broke in half.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od(outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of slight damage at the distal edge of the tip. A visual and tactile examination found a hypotube break at 260 mm distal from the distal edge of the strain relief. Multiple hypotube kinks were also noted during device examination. This type of damage most likely occurred due to excessive forces that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).